Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the chiller temperature did not lower to less than 10 degrees celsius in arctic sun device.

Event description:
It was reported that the chiller temperature did not lower to less than 10 degrees celsius in arctic sun device. Per follow up information received via mail on 03apr2024, it was reported that the device had not been repaired.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the chiller temperature did not lower to less than 10 degrees celsius in arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller assembly. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.